Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 86mg/dl. Troubleshooting was performed, no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device was received with broken battery tube threads, cracked display window corners, and scratched screen.